Event description:
Customer reported blood glucose results of 43 mg/dl and 111 mg/dl within 10 minutes on the advantage system. Customer reported no symptoms, reported self-treatment. No adverse event reported relative to this discrepancy. A request was made for the return of the system, replacement was sent.